Manufacturer narrative:
Corrected device lot number from 0018303369 to 18280560. Corrected device manufactured date from 08/26/2015 to 08/13/2015. Device evaluated by MFR.: the device was returned for evaluation. The burr and the advancer unit were returned to site connected together. A guidewire was not returned with this device. Evaluation of the returned device noted that the handshake connection had no damage. A test guidewire was inserted into the device without issue. The burr was microscopically inspected and the annulus was inspected. No issue was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-00606. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.25mm rotaburr and 330cm rotawire were selected to treat the target lesion. During procedure, when the device was delivered to the lesion the burr was unable to advance any further. It was noted that the burr and the wire were stuck. The physician removed the rotaburr and rotawire together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-00606. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.25mm rotaburr and 330cm rotawire were selected to treat the target lesion. During procedure, when the device was delivered to the lesion the burr was unable to advance any further. It was noted that the burr and the wire were stuck. The physician removed the rotaburr and rotawire together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.